Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges headache and dry throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to the product investigation lab (pil) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the product investigation lab (pil), the device was visually inspected, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Operational testing showed the unit provided airflow. No errors were logged by the device. Dark contamination at the blower seal of the blower box and inlet port. Also, on the blower motor outlet seal. Operational testing showed the unit provided airflow. Dark contamination at the blower seal of the blower box and the inlet port. This was also observed on the blower motor outlet seal. Potential keratin particles were found on the blower box outlet and inlet ports. Contamination was observed on the blower motor outlet seal. Pil was unable to address the allegation of "headache, dry throat¿. The sd card was returned with device. No other peripherals or accessories were returned. H3 other text : serviced by third party service center.